Event description:
It was reported that two units of an exactamix dual chamber bag were found to be leaking. The leak was identified prior to removal of the rod and channel separating the chambers. The leak was identified prior to patient use. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.

Manufacturer narrative:
The actual samples were discarded by the customer. No photographs were available. The customer provided a diagram indicating the leak was located below the rod/channel area on the right side of the face of the bag. The customer was not aware of any damage to the product, pouch or carton. Two empty samples from the same lot were returned for evaluation and no leaks were identified upon testing. Should additional relevant information become available, a supplemental report will be filed.